Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator came in for fco but torn softkeys on display bezel was observed. There was no patient involvement.